Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2019. It was indicated that the sensor was inserted on the arm, which is an offl-label. Data was evaluated and the allegation was not confirmed. No calibrations were present to confirm the reported inaccuracy. The reported allegation falls within the d zone of the parkes error grid. The root cause could not be determined. No injury or medical intervention was reported.